Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The issue happened during a cranial resection. There was no impact on the patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the behavior described is the intended behavior of the software. Software is functioning as designed. Probable cause was due to too much hematoma in the image and a big wound in the head. To too much hematoma in the image and a big wound in the head. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the merge of an mr with an intraoperative MRI did no match. The surgeon had to do it manually. It was noted that the probable cause of the event was due to too much hematoma in the image and a large wound in the head. Technical services (ts) reviewed the archives for the event. It was noted that there was substantial difference between the two scans that prevented them from auto merging. Ts corrected the orientation of the MRI and it still did not merge. Manually merging the scans was noted to be the correct approach but portions would still not be accurate due to the difference between the images.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the surgeon moved the exams manually with the mouse and pressed 'automerge' but the merge was not sufficient. The issue was due to the brain shift.